Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a remote merlin.net transmission. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to noise on the right ventricular lead. Lead revision was discussed, but no known intervention has been performed. No further information was available.